Event description:
It was further reported that vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous iliac artery.

Event description:
It was further reported that vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous iliac artery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer, evaluation summary attached, method code, result code, conclusion code: updated. Device evaluated by manufacturer: the device was returned for analysis and visual inspection found that there was a spring tip kink and a kink along the body. All the outer diameter measurements were within specification. The length from the distal tip to the first markerband is a nominal value. The current manufactured product is meeting the design intent per the print package. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous stenting procedure, a guide wire measurement issue occurred. Lesion details are unknown. This 035/180 magc torque guide wire was used during the stenting procedure and it was noted, while device was inside the body, that the measurement of the radiopaque markers on the magic torque device appeared to be 1cm versus 2cm. The guide wire was removed from the patient and another of the same magic torque guide wires was used which is how it was noticed that there were different marker locations. No patient complications were reported and the patient's status is fine.